Manufacturer narrative:
Investigation: used test and analysis equipment: aesculap rf- generator "gn 200", snr. 1510; microscope "keyence- vhx 600 d;" digital-camera "panasonic dmc tz8; fluke 178 trms multimeter; measuring module box with power supply. First we made a visible inspection of the jaw. Here we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the functions. It was not able to start the sealing process with the trigger button (blue knob at the handle). So we measured the resistance of the trigger circuit of the caiman with the measuring module box and the multimeter. Resistance with activated button: 24,6 m. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related (probable reprocessing) rational: the resistance of the trigger- switch is 100% eol- tested. We have never recorded such high resistance. Furthermore the oxide residues are generated through humidity in conjunction with electrolytes. Both are not used during the production or sterilization process (caiman 5mm instruments are sterilized by gamma radiation). Tests with several instruments have shown, that one or two washing phases with standard program are not enough, to create oxide residues like in this case. Corrective action: according to (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It is reported that the there was dysfunction found with the caiman. After 2-3 thermofusion the caiman does not clamp and the generator alarm does not go off. Other forceps had to be used to finish the surgery.